Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had been updating and remained in idle mode, stuck at 7 percent completion. A field service engineer found that the station was stuck in an update failed state, and multiple reboot attempts were unsuccessful. The station was reimaged, staged, and synchronized. Remote support service version 4.12 and the component manager were installed. While on-site, the station did not appear under maintenance to enable management mode. The station was confirmed to be back online. User was able to login and messages are current. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the system had been updating since 7 am and remained in idle mode, stuck at 7 percent completion. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.